Event description:
Bd plastipak 3ml syringe noted to have visible discoloration on the plunger of the syringe despite being in sealed packaging. Defective item sent with product issue notification form to materials management.